Event description:
It was reported that the images on the 9600 system are not as good as they once were (dark images). There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Readjusted the contrast and brightness settings on the monitors. Confirmed that kv tracking was within specification. The system was tested and found to be working as intended and placed back into service.